Event description:
The device was returned to the service center for a report from the customer contact that the device alarmed s420 (homing timeout, right). This does not indicate a reportable malfunction. However, during verification testing at the service center, the device alarmed with a s421 (motor error-pmc, right) malfunction alarm code.

Manufacturer narrative:
During testing the device alarmed with a s421 (chb: motor error) error code. This was due to a broken rtv seal on the mr2 motor. Due to the broken rtv seal, the motor was disengaged from the camshaft and could not home into position and this may have resulted in the s420. Investigation found that trv issues were caused either by rtv being under-applied to the specification, or excess grease from the o-ring installation was not removed and the rtv is applied over the grease. In either case, the rtv may not hold the motor in place under a load which will result in an s321/s421 malfunction alarm code. This report represents all the information known by the reporter upon query by hospira personnel.